Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure sensor autozero failure occurred. Onsite service is currently pending. This investigation is ongoing.

Manufacturer narrative:
It was reported that a pressure sensor autozero failure occurred. The customer declined service and repair. The customer declined service and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.